Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited apparent intermittent under-sensing of atrial tachycardia/atrial fibrillation atrial arrhythmia, at the device classified termination of events, the arrhythmia appeared to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.